Event description:
It was reported the lead threshold was high and varying and the impedance was trending slightly upward. It was later reported the lead threshold measurement remains high with an increase in outputs. The lead threshold was reprogrammed and the ventricular capture management was turned off. The patient underwent a coronary artery bypass graft for aortic valve repair approximately one month after the device was implanted and the threshold has been high since then. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. There was damage to the distal end of the electrode. Visual analysis revealed there was apparent explant damage. There was a cosmetic cut and a breach cut on the outer insulation. There was also blood on the proximal end of the conductor (not obstructed).

Event description:
It was reported the lead threshold was high and varying and the impedance was trending slightly upward. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported the lead was removed and a new lead was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.